Event description:
It was reported that the bd micro-fine¿+ pen needles 31g x 5mm (100 count) was not sterile. The following information was provided by the initial reporter: (B)(6) sent out warning letter to bd indonesia, mentioned during their random sampling program, bd product which is bd microfine¿ + pen needles (5mm) (320470) is not meeting the specification for sterility testing.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro fine¿+ pen needles 31g x 5mm ((B)(4)) was not sterile. The following information was provided by the initial reporter: indonesia moh sent out warning letter to bd indonesia, mentioned during their random sampling program, bd product which is bd microfine¿ + pen needles (5mm) (320470) is not meeting the specification for sterility testing.